Manufacturer narrative:
. E1: phone number: unknown e3: occupation: unknown. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo received the following reported information: the right femoral artery was punctured, and a 6 french radial artery sheath was implanted. Intraoperatively, the following findings were observed: approximately 70% stenosis at the distal left main coronary artery; diffuse disease in the proximal lad with total occlusion at the mid segment; approximately 70% stenosis from the ostium to the proximal lcx, and approximately 80% stenosis at the distal lcx, with approximately 80%¿90% stenosis at the ostium and proximal obtuse marginal branch; approximately 50% stenosis in the proximal to mid rca, with total occlusion of the in-stent segment at the mid right coronary artery (rca). After obtaining family consent, percutaneous transluminal coronary angioplasty (ptca) of the left anterior descending (lad) was performed. Postoperatively, femoral artery closure was attempted. During deployment of the angio-seal closure device, significant resistance was encountered. The device was withdrawn and replaced with another of the same model, and successful closure was achieved. There was no blood loss.